Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. In the IFU, section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including stroke and respiratory failure. Section 6, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the stroke was ischemic. The patient experienced left-sided paralysis. The stroke was treated with medical management and conservative treatment as the patient was not a candidate for any intervention. The stroke was complicated with a neurological deficit, including sustained left sided paralysis and speech impairment.

Event description:
It was reported that the patient experienced hypoxic cardiac arrest secondary to thick secretions, stroke, and respiratory failure. The patient passed away. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.